Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-feb-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 77 year old female patient. There was no additional patient information available. Return product is not available for investigation. Date tested result hep-dose hep-time (B)(6) 2026 07:58 138 (B)(6) 2026 26,000 10:07 (B)(6) 2026 10:20 419 (B)(6) 2026 10,000 10:21 (B)(6) 2026 10:37 506 (B)(6) 2026 11:19 >1000 (B)(6) 2026 11:31 675 (B)(6) 2026 11:58 650 (B)(6) 2026 12:51 133 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: (B)(4), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-apr-2026. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.